Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens conducted an investigation into the reported event and concluded that the cause of the event was the introduction of ferromagnetic pieces into the mr examination room and a user error. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. Therefore, the magnetom verio system operator manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. The responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetic objects into the magnetic field is contrary to the statements given in the operating instructions. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom verio system. While transporting a patient into the rf room for examination, an oxygen cylinder was pulled from the patient trolley and attracted to the system magnet. The patient was seriously injured and taken for a CT examination immediately. The patient suffered facial injuries and underwent surgery for jaw excision. The patient remains in the intensive care unit. A siemens service engineer ramped down the magnet in order to remove the oxygen cylinder.